Manufacturer narrative:
(B)(4). Concomitant medical product- vanguard xp interlock femoral component catalog# 195204 lot# 331520; vanguard xp lateral tibial bearing- right catalog# 195326 lot# 503720; biomet series a thin patella catalog# 184764 lot# 286710. The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies. Review of complaint history for same issue identified no complaints for part (catalog) number and two complaints identified for item/lot number combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11279.

Event description:
Information was received based on review of the "(B)(6)clinical evaluation clinical study (B)(6)". A female patient was identified in the study that underwent a right knee surgery on (B)(6) 2013 for the primary diagnosis of osteoarthritis. It was reported that the tibial plateau fractured during the operation. During trialing the tibial island did not stay intact through full extension and there was a small avulsion fracture of acl eminence which was repaired with sutures through bone tunnels. The patient outcome is unknown and there is no indication of surgical delays or medical intervention. Attempts have been made and no further information has been provided.